Manufacturer narrative:
Complaint conclusion: as reported, during the procedure, it was not possible to position a 22mm incraft abdominal aortic aneurysm (aaa) bifurcate stent graft due to calcification. The 22mm bifurcate was not implanted because it could not be positioned correctly and could not be pushed through the bifurcation. There were three sheath exchanges during the procedure. The first was an unknown 12f sheath, the second was the incraft main body, and the third was an unknown 14f sheath. After the removal of the main body and the unknown sheath, a right iliac artery rupture was detected leading to the decision to abort the case as positioning the incraft stent graft was not possible. Open vascular surgery was required to repair the right iliac artery. The patient was reportedly stable. The deployer was in training with the incraft device and cordis clinical personnel were present for physician support. The device was stored and prepped per the instructions for use (IFU). The vessel characteristics were described as severely calcified and severely tortuous. The device will not be returned for evaluation. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18342071 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " bifurcate delivery system tracking difficulty" and the subsequent arterial rupture could not be confirmed. Without the return of the device and with no procedural images, the cause of the reported events could not be determined. Difficulty tracking and/or crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking and/or crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics (such as the severe tortuosity and calcification reported, operator¿s technique (the user was in training with the device), and appropriate device selection. As per the instructions for use (IFU), irregular calcification and/or plaque may compromise the fixation and sealing of the incraft. Rupture of the artery and/or bleeding is listed in the IFU as an adverse event and potential risk of use of the incraft device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during the procedure, it was not possible to position a 22mm incraft abdominal aortic aneurysm (aaa) bifurcate stent graft due to calcification. The 22mm bifurcate was not implanted because it could not be positioned correctly and could not be pushed through the bifurcation. There were three sheath exchanges during the procedure. The first was an unknown 12f sheath, the second was the incraft main body, and the third was an unknown 14f sheath. After the removal of the main body and the unknown sheath, a right iliac artery rupture was detected leading to the decision to abort the case as positioning the incraft stent graft was not possible. Open vascular surgery was required to repair the right iliac artery. The patient was reportedly stable. The deployer was in training with the incraft device and cordis clinical personnel were present for physician support. The device was stored and prepped per the instructions for use (IFU). The vessel characteristics were described as severely calcified and severely tortuous. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.